Manufacturer narrative:
(B)(4). Batch # p55a8p. Device evaluation: the analysis found that one pcee60a device was returned with no apparent damage and with two gst60d cartridges reloads present. The reload (c) was received fully fired. The reload (d) was received broken, fully fired and with the pan dislodged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge occurred, it is possible that the damaged was due to an improper handling of the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge c: gst60d, p56g52, cartridge d: gst60d, p56g52. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿the cartridge broke off when it was removed from the device after the first firing¿? A part of the cartridge broke off when removing from the device after the firing. Was the metal cartridge pan dislodged? No information.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the cartridge broke off when it was removed from the device after the first firing. The device was used on colon and rectum. Another device was used to complete the case. There were no adverse consequences to the patient.